Event description:
Customer complains blood leak after 10 minutes into treatment. The blood loss for the patient was very minor, less than 30 ml of blood. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.